Event description:
The dealer reported that there were intermittent horizontal noise lines on the image. Eval of the returned product found loose screws inside the sensor.

Manufacturer narrative:
This MDR is being submitted retroactively as a result of an internal audit of complaint files conducted by canon healthcare solutions USA. (B)(4). Eval of the returned product found loose screws inside the sensor panel. The unit was repaired for the loose screw issue. It was tested for all functions and met specifications. (B)(4).